Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer stated that she was also having problems with her heart. She was experiencing nausea and shortness of breath. The customer's electrolytes were down and her potassium was high. The customer's blood glucose reading was 300 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. When the infusion set was removed from the customer's body, it was discovered that the cannula was bent. The customer uses quick-set infusion sets. The customer declined to perform any insulin pump testing. Nothing further was reported.